Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A replacement procedure was planned to be performed. This device was replaced and is not expected to be returned as it was disposed. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A replacement procedure is planned to be performed. This device remains in service. No adverse patient effects were reported.